Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic low anterior resection procedure, patient was brought back to the operation room 1 day after the initial procedure due to bleeding at the staple line. Patient status is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic low anterior resection procedure, patient was brought back to the operation room due to bleeding at the staple line. A surgical intervention needed to prevent a permanent impairment. The event extend patient hospitalization. The surgical time was extended by more than 30 minutes. An additional operation performed to correct the issue.